Event description:
It was reported that during interrogation of the device, the programmer was unable to establish telemetry. However, there is no mention of telemetry problem in the patient's file during the last device check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.